Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay was performing within specifications. Data analysis confirmed that the unexpected reactive targets exhibited late, minimal, non-sigmoidal amplification, which is consistent with non-specific amplification (nsa). Nsa occurs when probes or primers have unintended binding and amplification, and typically does not recur upon repeat testing. Internal controls, as well as positive and negative controls, were robust and sigmoidal, further supporting that the assay was functioning as expected. The root cause was attributed to non-specific amplification. The device remained in operation at the customer site.

Event description:
The initial reporter alleged discrepant results when using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 8800 instrument. The customer was conducting qualification tests by testing a pool of 96 samples (B)(6) known to be positive for hepatitis b virus (hbv). These pools were separated into 10 pools of 6 samples each. No other targets were expected to be reactive. One pool of 6 samples was reactive for both human immunodeficiency virus (hiv) and hbv, and another pool of 6 samples was reactive for both hepatitis c virus (hcv) and hbv. Repeat testing of these pools was only reactive for hbv, as expected.